Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08912 / 08913).

Manufacturer narrative:
Based on the review of device history records and on this investigation, the part left biomet in a conforming to print specification condition. It appears that the conditions of use caused or contributed to this event and the instrument failed due to overload during use. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to a malpositioned acetabular cup. During the procedure, the taper remover fractured. A delay greater than 30 minutes occurred as the taper would not disengage from the neck and the stem had to be removed. Competitor product was utilized to complete the procedure. Patient did not retain a foreign body.